Event description:
Right knee inflammation; pain. Information was received from a female patient, via a distributor, with a medical history of osteoarthritis in both knees. The patient began synvisc treatment for both knees in 2007. The patient experienced right knee inflammation for 15 days the following month, and a physician administered celestone (betamethasone) but she experienced an unspecified pain. No further information was provided. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Celestone.